Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, it was noted this device triggered eri while implanted. There were no hardware resets. Further analysis is being performed due to failure of both multi-brady longevity calculator, which could mean the device exhibited possible premature battery depletion. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Analysis also discussed this device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol). Physician reported that this device had a magnet rate of 90 beats per minute(bpm) at the device follow-up in (B)(6) 2010 with longevity indication of one year remaining, and at the last device follow-up in (B)(6) 2011 it was 85 bpm magnet rate with indication of less than 0.5 years longevity remaining. The decision was made to explant and replace this device. There were no adverse patient effects reported.